Manufacturer narrative:
Attempts for the return of the product as well as additional information requests have been made in order to identify the product involved in the reported event. The customer indicated that the product used for this event was discarded and the lot/serial number was not available. If new information is obtained, a follow-up report will be submitted.

Event description:
It was reported: "pct noticed pt's pulse ox was not reading correctly on central monitor, alarms went off. She went into pt's room to change pulse ox and noticed that bipap hose was disconnected from patient's mask and machine was not alarming. Pt's saturation dropped, hose was reconnected to mask, and pulse ox changed on pt's finger. Pt's saturation recovered to upper 80's. No consequences or impact to patient.